Event description:
During an atrial fibrillation procedure, before inserting the catheter, blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. Air movement into the patient was not identified. No additional venipuncture was performed due to sheath replacement. The only product inserted directly into the hemostasis valve was the included dilator.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.